Event description:
In 2005 - a dental implant was placed in tooth location #29. Subsequently, the patient was experiencing paresthesia. In 2005, the implant was removed from the patient's mouth. In 2005, the clinician was contacted. He stated that the patient was seen at two weeks post-op. The patient is improving and has slight tingling in the lip area. The patient will be re-implanted at a later date.